Event description:
It was reported that the system would not display an image, this caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced and the camera connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.